Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly turned off during use without any alarm. Reportedly, it was tried to connect the device to another socket. The device just buzzed and could not be started. The device was eventually replaced. There were no health consequences for the patient reported.

Event description:
It was reported that the device suddenly turned off during use without any alarm. Reportedly, it was tried to connect the device to another socket. The device just buzzed and could not be started. The device was eventually replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported shutdown of the device could be confirmed. The log entries show that on the reported date of event, the device was started at 2:18 am and shortly after startup, the alarm ¿auxiliary acoustical alarm failure¿ was posted by the device. The user did not perform a pre-use device check prior to start of ventilation at 2:32 am. At 2:38 am the log entries show that the ventilation was disrupted. The alarm ¿auxiliary acoustical alarm failure¿ was also already posted by the device since august 2024. The investigation identified a faulty rocker switch as cause for the reported event. The auxiliary alarm is supplied via the rocker switch. In case of a faulty rocker switch, it is specified that the device is continuously switched on although the rocker switch is in state off. In this situation the device would shut down if the rocker switch would temporarily work properly again. Thus, the rocker switch was in position off when the device was started on the reported date of event. The faulty rocker switch must be replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the automatically piezo test, visual and acoustical alarms will be activated in order to inform the user about the problem. Furthermore, during the device check the device detects the faulty rocker switch in test step ¿auxiliary acoustical alarm¿. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.